Event description:
In 2010, the first lead warning message ( high impedance) came out, and doctors changed the atrial lead to unipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.